Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pull wire was retracted out of the pusher assembly distal tip and the embolization coil was detached. This typically occurs during a successful detachment. Based on the reported event, the root cause of the detachment issue during the procedure could not be determined. Further evaluation revealed fractures and kinks on the pusher assembly. This damage likely occurred during the manual detachment attempt. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp and a non-penumbra microcatheter. During the procedure, the physician attempted to manually detach the packing coil lp, but the packing coil lp would not detach. The physician decided to remove the packing coil lp. While removing the packing coil lp, the packing coil lp unintentionally detached within the microcatheter. The microcatheter containing the detached packing coil lp was removed. The procedure was completed using a ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.